Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction (power would not turn on) was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The following fields were updated in this report: b5/event description: the issue occurred during preparation for use. There was no procedural delay and the diagnostic procedure (upper gastrointestinal endoscopy) was completed with a similar device. D/concomitant medical product: gif-h170 (sn: (B)(6).

Event description:
The issue occurred during preparation for use. There was no procedural delay and the diagnostic procedure (upper gastrointestinal endoscopy) was completed with a similar device.

Event description:
The customer reported to olympus that while using the video system center, the power would not turn on. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.